Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08-aug-2018 with the following findings: during investigation, the pump powered up to a fully functional display. The alarm history was reviewed and showed a call service 052 alarm. The allegation of a blank screen was unable to be duplicated. A leak was found in the battery compartment. Moisture was found on the display, on all circuit boards, and in the battery compartment.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen with moisture) issue. It was alleged the display was blank and there was moisture in the battery compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.